Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was pocket stimulation from the left ventricular (lv) lead. It was also reported that insulation damage in the pocket was detected. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.